Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the parameters on the new implantable pulse generator (ipg) on the shelf could not be programmed. The device was pulled from the shelf and all of the parameters were blank. It displays some of the parameters but shows interlocks in modeswitch and lead monitor values. The device was not used and will be returned. There was no patient involvement.